Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient revised due to dislocation on (B)(6) 2020. Date of primary surgery unknown. 36/+3 humeral cup and 36 glenosphere were removed and replaced by stability humeral cup and size 40 glenosphere.